Event description:
It was reported to philips that the system gave an alert indicating the generator was busy and the device was unable to emit x-rays, preventing exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a coronary angiography procedure was finally finished after transferring the patient to another hospital. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was failed to produce x-rays. Upon troubleshooting, the rse checked the error logs and found miu: phase fault error messages. The fse visited onsite and upon functional testing the fse found that the relay contactor cable connection was poor, so the fse cleaned the contactor which resolve the issue. After someday the reported issue reoccurred and the fse found that the high voltage power supply ppb was defective. To resolve the reported issue, the fse disassembled the housing and replace the pdu mains interface module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a coronary angiography procedure was finally finished after transferring the patient to another hospital. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was failed to produce x-rays. Upon troubleshooting, the rse checked the error logs and found miu: phase fault error messages. The fse visited onsite and upon functional testing the fse found that the relay contactor cable connection was poor, so the fse cleaned the contactor which resolve the issue. After someday the reported issue reoccurred and the fse found that the high voltage power supply ppb was defective. To resolve the reported issue, the fse disassembled the housing and replace the pdu mains interface module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date has been updated.